Event description:
Customer reported missed antibodies when testing patient sample with known anti-k and anti-s on the echo using capture-r ready ID (crrid). No transfusion or adverse reactions occurred as a result of unexpected negative reactions.

Manufacturer narrative:
Review of result files shows wells scores of 0 for cells 1, 3, 5, 7, 8, 11 &14, k and s positive cells of crrid, lot id120 resulting in negative reactions. Well images appear negative. Confirmed the reactivity of the k and s antigens on retention crrid, lot id120. Nature of the sample cannot be ruled out as causing the event.